Manufacturer narrative:
(B)(4). This lot was manufactured from april 16, 2015 to april 20, 2015. Evaluation summary: the device was received for evaluation. A visual inspection identified that there was a brown particle, approximately 0.02 square mm in size, located underneath the filter. The origin of the particulate matter could not be determined. A CAPA has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a brown mark on the filter of a small volume intermate. The particulate matter was identified after the device was filled with meropenem, during the storage of the device. There was no patient involvement. No additional information is available.